Event description:
Ear pressure, ringing - started 1st year after getting implants. Allergies - nose runs, throat clearing from post nasal drip, sore throat, asthma, sob, coughing, eye twitching tmj - popping jaw, fatigue, rt shoulder, neck and upper back pain, rt breast pain and tightness (capsular contracture grade 4) lt breast pain (capsular contracture grade 1), knee pain, sciatica pain, anxiety, depression for about 1 year, brain fog, constant forgetfulness, constant headaches, off and on dizzy spells throughout the day lasting about 5-10 seconds, sound sensitivity, smell sensitivity - perfume, candles, cleaning products, smoke, mood swings, no libido, hair loss, stinky armpit odor, metal smell, frequent urination with strong metal odor, dry itchy rash on chest, very dry skin and scalp, hot flushes - started 1st year after getting implants. Two premature babies while having implants. One child has neurological tics - tourettes syndrome.